Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled/delaminated could not be confirmed; however, the noted scratches could have been what the account was referring to. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to confirm reported peeled/delaminated. The noted scratches appear to be related to the operational context of the procedure. Additionally, the account was unable to confirm if any teflon remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. During use with the 014 ht versaturn guide wire, it was noted that the teflon coating was peeling and coming off. Another non-abbott guide wire was used to successfully complete the procedure. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.